Event description:
A customer contacted baxter technical svc to report they felt full during dwell 1 of 4 of therapy using the home choice sys. The svc rep assisted the home pt to manually drain 3178ml. The home pt's therapy parameters are: ccpd/ipd, tv=7.5l, tt=9:00hrs, fv=1.5l, dex=same, cyc=4, idalarm=1.1l. There were no manual capd exchanges prior to the start of therapy using the homechoice. The home pt reported that she had bypassed initial drain with a drain volume of 29ml. The home pt had their last fill previous night of therapy (per therapy parameters, fill volume 1500ml). At the home pt's request, therapy was continued and the svc rep assisted the home pt with a bypass to fill 2 of 4 and the fill volume was increasing. The home pt was not meeting the expected drain volume, rec'd allow drain volume alarm during initial drain and bypassed this alarm. The home pt's abdomen was distended and they felt like they were holding fluid in their legs and feet. There were no reported ultrafiltration related alarms. The home pt's target uf is 0ml. The home pt reported that after a recently attempted kidney transplant, she has had difficulty draining. The home pt has not been having any problems with their catheter.